Manufacturer narrative:
The service engineer was unable to completely resolve the drift issue in the table. The table is being replaced.

Event description:
The customer stated that the or table rolled right two days in a row during patient procedures. There were no injuries reported.